Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse performed a total service call but did not find any instrument malfunction. The cse removed and cleaned the luminometer. The cse ran precision testing in replicates of thirty, which was acceptable. The cause of the discordant, falsely elevated tni-ultra result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
The initial MDR 2432235-2015-00289 was filed on june 15, 2015.corrected information (06/18/2015): the units stated in the initial MDR for cardiac troponin I are mg/dl. The correct units are ng/ml. Section b6 has been amended with the correct information.

Event description:
A discordant, falsely elevated cardiac troponin I (tni-ultra) result was obtained on one patient sample on an advia centaur cp instrument. The discordant result was not reported to the physician(s). The sample was repeated on an alternate advia centaur cp instrument, resulting lower. The repeat result from the alternate advia centaur cp instrument was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tni-ultra result.